Event description:
Customer's mother reported that the insulin pump alarmed button error. Customer stated that their blood glucose level is 8.4mmol/l and continuing to drop. Customer has treated their low blood glucose level with juice and glucagon. Customer also reported concern on whether the bolus had delivered or not. Explained that unless otherwise shown in the history, we would need to operate as if the insulin pump has delivered the 15.0 units completely from a safety standpoint. Then the customer called back to clarify why the bolus wizard gives a full dosage of insulin for food when they have active insulin on board. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The downloaded history filed showed multiple alarms for a corrupted history file. Programming and delivery of a 15 unit bolus could not be verified due to the corrupted history file. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly or history anomaly was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The bolus wizard functioned properly. No active insulin anomaly was noted. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube and a missing end cap sticker.